Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report high blood glucose levels at 440 mg/dl. Mother stated that they attempted a bolus but it would not bring the blood glucose levels down. Customer changed the tubing. No further assistance was needed. The product was not returned for analysis.